Event description:
IV remodulin pt using cadd legacy pump. Per (B)(6), rph from (B)(6) hospital reports patient has been admitted due to hickman catheter leaking. No further info provided. Date of admittance unknown. Diagnosis for use: pah.